Manufacturer narrative:
(B)(4). The complaint for a system error 2240 (air in line) was not confirmed. The root cause was undetermined. The device was requested but was not available. The lot number was not available therefore a batch review will not be performed. A labeling review was not completed because no use error was suspected. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Should any additional information become available, a follow-up report will be submitted.

Event description:
A customer contacted global technical service (gts) regarding a system error 2240 (air in line) alarm that appeared on the home choice (hc) during use. Gts assisted the home patient (hp) to clear the alarm by cycling power. Gts advised the hp to end therapy, and reviewed proper procedures. Product surveillance (ps) spoke with the hp's nurse, who was not aware of the alarm. The nurse said the hp was very good at contacting the clinic with any problems. Ps suggested a review of proper procedures. The patient was involved but there was no serious injury or medical intervention reported.